Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a regulatory report from (B)(4) of bacterial peritonitis in a patient coincident with extraneal viaflex therapy. This report was previously received from the physician who also reported directly to the (B)(4) authorities. On (B)(6) 2007, the patient began continuous ambulatory peritoneal dialysis (capd) treatment. The physician reported that the patient was on long-term peritoneal dialysis with extraneal duo 2000 ml for night time and balance stay safe calcium 1.25 mmol/l 1.5% (2000 ml, 1 bag daily) and 2.30% (2000 ml, 1 bag daily). On (B)(6) 2011, the patient received extraneal viaflex, lot 10g14g40 intraperitoneally (ip) for capd. On (B)(6) 2011, the patient experienced cloudy effluent with degenerating abdominal pain. On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis and was hospitalized. On (B)(6) 2011, the patient began treatment with antibiotics including keflin 500 mg four times and tomycin 40 mg once (route not reported, given until (B)(6) 2011). The response to the antibiotics was reported as good, and the patient was discharged from the hospital after 2 weeks. At the time of this report, the patient was recovering and his condition improved. The reporter concluded "this is the patient's first experience with peritonitis since starting peritoneal dialysis." Extraneal therapy was not discontinued due to peritonitis. Balance stay safe calcium solution was not discontinued and considered by baxter as suspect. The physician assessed the severity of bacterial peritonitis to be moderately severe and unrelated to extraneal therapy. Per (B)(4) report, "apparently bacterial peritonitis related to pd-treatment as occasional complication. When compensatory product is not available, the use of extraneal was continued and clinical response to treatment has been good."